Event description:
It was reported that; during trialing of the disc space, the inserter tip broke off into the trial. Per communication with sales rep, stated piece of reported handle was stuck in specialty rasp. We retrieved the broken rasp (B)(4) from the disc space and used a curette to finish scraping.

Manufacturer narrative:
Method/results: concomitant product. Conclusion: the returned device was determined to be a concomitant product. No issue was found with the returned device.

Event description:
It was reported that; during trialing of the disc space, the inserter tip broke off into the trial. Per communication with sales rep, stated piece of reported handle was stuck in specialty rasp. We retrieved the broken rasp ((B)(4)) from the disc space and used a curette to finish scraping.